Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive sheath was selected for use. No issues were noted during preparation of the sheath. Irrigation of the sheath was performed with a pressure bag. However, when the farawave catheter was inserted in the sheath, air bubbles formed in the syringe during purging. Prior to the air being noted, only the dilator and guidewire were inserted in the sheath. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for laboratory analysis as it was disposed.